Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, dizziness, headache, hypersensitivity, nausea/ vomiting. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, dizziness, headache, hypersensitivity, nausea/ vomiting. Medical intervention was not specified. Now, the manufacturer alleging that the allegation is product problem. Corrected section b1 from adverse event to product problem. Reporting institution name has been added as law firm in section e. Section h1 corrected from serious injury to product problem. Section g3 has been corrected from consumer to law firm. In addition, health impact grid code has been corrected. If pertinent information becomes available to the manufacturer at a later date, an addendum to this report will be filed.